Manufacturer narrative:
(B)(4). Concomitant medical products: 1mtec30 cartridge, lot #: ca0975. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that when the surgeon went to insert the lens, the surgeon noted a gauge in the optic. The lens was inserted halfway and noted resistance. In follow-up, the customer clarified the surgeon used the word "gauge" to describe a scratch or dent in the lens. Resistance was felt by the surgeon as the surgeon tried to advance the lens from the inserter into the patient's eye. The surgeon inserted about halfway and then stopped because of more resistance than usual. The surgeon thought the gauge was catching and not allowing the lens to advance. Reportedly, there was no injury to remove the lens. A new lens of the same model and diopter was replaced. Patient is doing well and seeing well.

Manufacturer narrative:
Visual inspection revealed that the lens was returned in its original package. Surface residuals (particles, fibers and ovd residues) were observed on the lens which indicates that the unit was handled and prepared for surgical use. No scratch was observed however, one part of the lens optic was observed torn. Manufacturing records were reviewed and the lenses were manufactured according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.